Manufacturer narrative:
This event occurred in (B)(4). Medwatch field e1 phone number was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs pro meter serial number (B)(4). The patient was tested with the meter and the result was 3.0 inr accompanied by a flashing "c". The patient was also had a sample tested in the laboratory using the dade innovin method and the result was 2.1 inr. These measurements were performed within 7 hours of each other. The customer was instructed that the "c" next to the result could be due to finger squeezing of the patient, a hematocrit of < 25%, the patient's finger tip being wet, or excess sweating of the patient. No adverse events are alleged to have occurred with the patient. The customer's product has been requested for investigation. Initial investigations of the customer meter were performed using retention test strips (lot 17619111) and a retention quality control. The following results were obtained: quality control range = 1.4 - 2.0 inr, control recovery = 1.6 inr, 1.6 inr, 1.6 inr, control tested as a patient sample = 1.6 inr accompanied by "c". Relevant retention test strips (lot 176191) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The customer's test strips and meter were provided for investigation. The test strips, vial and stopper showed no noticeable defects. One test strip seemed to have been inserted into the meter several times. Strong vertical abrasions were visible on the test strip. The meter appeared to be undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Test results: donor 1: master lot with reference meter: 2.4 inr; customer strips with customer meter: 2.3 inr. Donor 2: master lot with reference meter: 2.5 inr; customer strips with customer meter: 2.5 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and the retention material were within specifications. Medwatch fields have been updated.